Event description:
It was reported by the risk manager that the device was used during a laparoscopic cholecystectomy. When removing the device it was noted that a 1 cm piece of plastic broke off and fell into the patient's abdomen. The surgeon could not remove the plastic from the abdomen. The patient was admitted for twenty four hours observation and discharged.